Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, this was a valve in valve (viv) procedure with a 29mm s3 valve in the pulmonic position via right internal jugular (rij). There were difficulties with wire and tracking issues of the delivery system to the pulmonic valve.  After valve deployment, the balloon would not deflate and the patient became hypotensive due to right ventricle outflow tract (rvot) obstruction.   The delivery system was pulled back and went through the tricuspid valve causing chorde ruptures leading to severe tricuspid regurgitation.  There was no intervention on the valve but to watch and monitor. Per report, the advancement of the sapein 3 valve into the right ventricle (rv) was extremely challenging requiring snaring of the guidewire from the femoral vein in order to avoid losing wire position.  A lot of traction on the guidewire was needed to advance the valve in place as well as torquing of the delivery system.  Once in the correct position, the valve was slowly inflated with full expansion of the valve.  Unfortunately, there was a problem with the deflation of the balloon which was completely inflated in the rvot completely obstructing the flow, resulting in the patient becoming hypotensive and bradycardic.  A decision was made to try to drag the balloon down into the rv to relieve the obstruction of the outflow tract by pulling hard on the balloon. The rvot was resolved, but unfortunately, due to the significant traction applied to the balloon, the inflated balloon jumped into the right atrium crossing the tricuspid valve.  Tee echo was performed and confirmed the presence of a newly developed tricuspid regurgitation and tricuspid valve chordae were torn.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During manufacturing, all inspections are conducted on 100% of units.  During final inspection, 100% distal to proximal visual inspection was performed by both manufacturing and quality. Additionally, the work order underwent product verification (pv) testing.  All testing passed specification.  These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to delivery system tracking difficulty or deflation difficulty.  The occurrence rate did not exceed the february 2020 control limit for the trend categories.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system tracking difficulty and deflation difficulty were unable to be confirmed due to the device and applicable procedural imagery/photos not being returned for evaluation.  A review of relevant DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance of the delivery system was the source of the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, ¿the advancement of the sapien 3 valve into the right ventricle was extremely challenging¿. This was a valve in valve procedure with an s3 thv/commander in the pulmonic position which presents a challenging anatomical variation (tortuosity) for the navigating pathway through the pulmonic valve. It is possible that tortuous vasculature can cause issues with tracking of the delivery system, requiring more force to advance the delivery system forward to the target location. Per report, ¿a lot of traction on the guidewire was needed to advance the valve in place as well as torquing of the delivery system.¿ if the delivery system was excessively manipulated by being torqued, it can result in twisting of the balloon catheter leading to the difficulty with deflation of the balloon. However, as the balloon was inflated with full expansion of the valve, the cause of inability to deflate the balloon is unknown.   The available information suggests that patient factors (tortuous navigating pathway through the pulmonic position and excessive device manipulation) may have contributed to the reported event. However, there is insufficient information to determine a definitive root cause. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.